Event description:
It was reported that a small volume intermate had no flow or very slow flow during infusion on a patient. The device was filled with piperacillin-tazobactum and nacl. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.